Event description:
The procedure was a laparoscopic cholecystectomy. Reportedly, after one hour of use, the device tissue pad disengaged into the pt's abdomen cavity. It was retrieved without incident. No pt injury occurred.